Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen became shattered when customer hit their hip against an engine mount at work. Customer is unable to interact with the pump touch screen due to the missing pieces of glass. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.